Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads were non-functional. High impedances were noted on leads with no stimulation issue. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1200 (sn: (B)(4)) device evaluation indicated that the returned ipg passed all tests performed.

Event description:
A report was received that the patients leads were non-functional. High impedances were noted on leads with no stimulation issue. The patient underwent an explant procedure.